Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from an implant form that this patient's device was electively explanted due to normal battery depletion in (B)(6) 2011. When the chronic right atrial (ra) lead was disconnected and attached to a pacing system analyzer (psa), the measured ra pacing impedance was greater than 2000 ohms. When attached to the replacement device, the measured ra pacing impedance was greater than 2000 ohms. The ra lead was surgically capped and replaced with a competitor device.